Event description:
It was reported by the patient that blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours on the arm. The patient reported that the pod adhesive was not sticking well to the skin and had come loose, resulting in the cannula becoming dislodged from the infusion site. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.